Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had come out of the incision site. Subsequently, a revision procedure was performed and the s-ICD was explanted. No additional adverse patient effects were reported.